Manufacturer narrative:
Information contained in this report has previously been submitted via psr on 1/22/2019 and 4/22/2019. A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device evaluation: visual analysis of the returned device identified: deformation, crease flat and weight to the spec. No observed openings in the device. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is no issues found related with the manufacturing process and no openings observed in the device. This is a known potential adverse event addressed in the product labeling. The reason for reoperation is rupture.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.